Event description:
Additional information received from the healthcare provider (hcp) reported that the cause of the device not working was that the ins was turned off. As a result, the ins was turned on to try therapy again.

Event description:
Additional information received reported that the patient had made an appointment with her health care provider (hcp) for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v890309, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had lost therapy and had not been working since (B)(6) 2015. The patient also stated that they "quit wearing her device" (B)(6) 2015. It was also noted that the programmer unit was not working. The patient put in new batteries but still showed a low battery and got a poor communication screen. However, the patient was able to connect to the ins on the first try at the time of report. The programmer did show that the battery was full (the battery icon was all black) which they had been taking as indicating a low battery. The patient did need a new physician as their previous doctor had moved. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.